Event description:
It was reported that during a laparoscopic nephrectomy, the light grey handle which is the closing handle was placed on the renal vein, the dark grey handle which is the firing handle would not close and could not be removed, resulting in the severance of the renal vein.